Manufacturer narrative:
A supplemental report will be completed upon completion of our investigation.

Event description:
It was reported by the customer that during use on the patient cardiosave intra-aortic balloon pump (iabp) was unable to zero with arterial line acquisition, however there were no zero messages or alarm.

Event description:
N/a.

Manufacturer narrative:
The incident was determined to be a duplicate report to complaint (B)(4) (mfg report number: 2249723-2025-0001648). After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number: 2249723-2025-0001708 in your database.